Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) lead exhibited higher pacing impedance measurements than normal. The impedance measurements had been stable at 400 ohm range over the past year and are now consistently at 1300 ohms. There have been sporadic spikes of greater than 2000 ohms and greater than 1650 ohms, but then the measurements stabilize. No noise has been seen. Technical services recommended trying to recreate the noise with movements and positional changes. The crt-d and ra lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the patient was brought into the clinic and the out of range impedance measurements were able to be reproduced with pocket manipulation. The cause of the high impedance was not determined and the patient was referred to an electrophysiologist. The crt-d and ra lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
Additional information was received that the patient was brought into the clinic and the out of range impedance measurements were able to be reproduced with pocket manipulation. The cause of the high impedance was not determined and the patient was referred to an electrophysiologist. The crt-d and ra lead remain in service and no adverse patient effects were reported.